Manufacturer narrative:
The event occurred on an unreported date, two months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A (B)(6) (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for three weeks (doses, routes and frequencies were not reported). At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.